Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
A patient who underwent a total hip arthroplasty on an unknown date has been indicated for revision. No revision has been reported to date.